Event description:
A report was received that the patient's system would be explanted due to an infection at the lead site. The patient's symptoms were oozing at the lead site and soreness in the lower back. The patient was prescribed oral and IV antibiotics. The physician stated the infection was superficial and that he did not believe it was device related. The patient's system was explanted and she was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and were not returned to bsn for evaluation.